Event description:
It was reported that after a da vinci-assisted surgical procedure, the instrument had a loose tip and would not hold/grasp straight on. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical inc. (Isi) has made an attempt to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not confirm the reported complaint of loose tip. The instrument had no grip misalignment, no issues with articulation and passed the recognition and engagement tests. Additionally, there were additional findings not related to the reported event. The instrument was found to have damage to the conductor wire¿s insulation. As a result, the internal wires were exposed. Electrical continuity was performed and passed. No thermal damage was observed. Root cause of this failure is attributed to a component failure. Visual inspection was performed and the instrument was found to have a broken molded insulator. Material appeared to have been carved out from the molded insulator. Material appeared to be missing, measuring approximately 0.026" x 0.029" and 0.024" x 0.023" in sizes. Root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the force bipolar (part# 471405-06 / lot# k10220117 / sequence# 0116) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 on system serial# (B)(4). Based on this review, the instrument was not used in the reported event date. There was no image or video clip submitted for review. This complaint is classified as a reportable malfunction due to the following conclusion: the instrument had conductor wire damage with exposed inner wires. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.